Event description:
It was reported that during bph procedure, the fiber was observed to be forward firing. The fiber was exchanged, and the procedure was completed using a second fiber. Patient outcome: ¿ok¿ reported. No patient injury was reported.